Manufacturer narrative:
Codes have been updated to reflect the new information. The previously applied device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The physician informed the company representative that the pump looked normal and was not flipping. The hcp further noted it was just jetting out like the pump. There were no actions to be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 512.1 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the pump was flipping. The patient would be evaluated to see if an abdominal binder was needed to correct this. The issue was not resolved at the time of this report. No surgical interventions occurred. No patient symptoms reported. The patient's status was alive - no injury.